Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Very pronounced marks and linear abrasions were observed on the surface of the rod showing where the set screws were tightened down. Beach marks (i.e., macroscopic progression marks) were observed on the fracture surface of the rod indicating a fatigue failure. (Related to 3004774118-2017-00064)

Event description:
On (B)(6) 2017, it was reported to k2m, inc. That a revision surgery took place in which a broken rod was removed. Revision surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Very pronounced marks and linear abrasions were observed on the surface of the rod showing where the set screws were tightened down. Beach marks (i.e., macroscopic progression marks) were observed on the fracture surface of the rod indicating a fatigue failure. (Related to 3004774118-2017-00064)

Event description:
On (B)(6) 2017, it was reported to k2m, inc. That a revision surgery took place in which a broken rod was removed. Revision surgery took place (B)(6) 2017.